Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s left ventricular lead was dislodged. The lead¿s dislodgement was confirmed with a chest x-ray. The lead had exhibited a capture anomaly. The patient¿s lead was removed and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.